Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0037310777. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include thrombosis (additional device required). Risk review: a risk review was completed and confirmed that the event of thrombosis was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) guidance. Venous access was obtained and transseptal puncture (tsp) was performed using the watchman trusteer access system (was) and versacross connect (vcc). Heparin (13,000 units) was administered prior to tsp. Following removal of the vcc pigtail wire and insertion of a pigtail sheath into the was, an unidentified flicking object was noted at the distal tip of the sheath. Aspiration was attempted without success. The pigtail catheter was removed, the vcc pigtail wire was advanced into the laa, and the was removed and flushed. No thrombus was identified within the was following removal. The patient remained stable throughout the procedure. The activated clotting time (act) was 222 seconds, and an additional 5,000 units of heparin were administered after was removal. A 31mm watchman flx pro closure device was implanted. The procedure was concluded without further complication, and the patient is expected to be discharged home the same day.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) guidance. Venous access was obtained and transseptal puncture (tsp) was performed using the watchman trusteer access system (was) and versacross connect (vcc). Heparin (13,000 units) was administered prior to tsp. Following removal of the vcc pigtail wire and insertion of a pigtail sheath into the was, an unidentified flicking object was noted at the distal tip of the sheath. Aspiration was attempted without success. The pigtail catheter was removed, the vcc pigtail wire was advanced into the laa, and the was was removed and flushed. No thrombus was identified within the was following removal. The patient remained stable throughout the procedure. The activated clotting time (act) was 222 seconds, and an additional 5,000 units of heparin were administered after was removal. A 31mm watchman flx pro closure device was implanted. The procedure was concluded without further complication, and the patient is expected to be discharged home the same day.